Event description:
It was reported, the patient was experiencing a burning sensation at her scs ipg pocket site regardless of stimulation. It was also reported, the patient lost weight and was experiencing difficulty charging. Follow-up identified the patient's scs ipg was explanted and replaced with a different model and the pocket site was relocated. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.